Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient was hospitalized on (B)(6) 2025 due to three bent cannulas leading to hyperglycemia from (B)(6) 2025 to (B)(6) 025. The blood glucose level was high at the time of event and the patient got treated with correction bolus via pump. The patient was released from the hospital on (B)(6) 2025. No further information available.